Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg will not hold a charge and caused minor localized discomfort especially when laying down or sitting in a chair. It was noted also that patient was not able to get enough pain relief. The patient underwent a battery replacement procedure and was doing well post operatively.